Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
It was reported by the implant patient registry that a patient received two 23mm sapien 3 ultra transcatheter valves during the case. Through routine obituary search, it was learned that the patient expired on pod #11. Per sales force, during the initial implant, the first valve was implanted in the descending aorta because it was stripped off of the delivery system upon removal. Through review of medical records, it was learned that a 23mm sapien valve was implanted in the aortic position via left tf approach. During the first attempt to cross the native valve, it was too stenotic and therefore the entire system was withdrawn, however during removal of the ds/valve the valve moved off of the balloon and required deployment in the distal descending aorta. Bav was then performed with a non-edwards balloon followed by a second delivery system/valve successfully placed in the aortic annulus.  Following valve deployment, a 'possible ascending aortic dissection' was observed on aortogram.  However, a pigtail was placed in the aortic root and showed no dissection as well as tee did not reveal a dissection.  The patient transferred to recovery. An addendum note was placed in the record, 'a long discussion with all team members occurred. Tee did not show any obvious dissection. Cta chest was considered however it was not performed since after discussing with vascular and CT surgery, we felt there are no ideal percutaneous options and CT surgeons reported patient was not a surgical candidate. It was felt this is possibly a retrograde type a dissection and conservative medical therapy with close hemodynamic monitoring would be the best option.' The patient was discharged. On postoperative day 10, the patient was readmitted emergently with an ascending aortic dissection. Discussion with family as CT surgery was consulted. After reviewing the case and discussion with the patient and family, the physicians recommended as there was no option for a minimally invasive repair of patient's condition and that, in light of patient's advanced age, critical condition, and recent stroke, patient was felt to be a poor surgical candidate. Family elected to pursue comfort care only and the patient expired.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a non-product return engineering evaluation was performed. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.   The complaint of valve dislodged from balloon difficulty crossing native annulus was unable to be confirmed as neither the complaint device or applicable imagery was returned. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. However, a review of DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. For the complaint of difficulty crossing the native annulus, per the complaint description, ¿during the first attempt to cross the native valve, it was too stenotic.¿ as indicated in the training materials, heavy calcification can restrict crossing of the thv through the native valve. Available information suggests patient factors (stenotic valve) contributed to the event. For the complaint of valve dislodged from balloon, as per the complaint description, ¿[following unsuccessful native crossing attempt] during removal of the ds/valve the valve moved off of the balloon and required deployment in the distal descending aorta.¿ it is possible the device interacted with patient anatomy (e.g. Stenotic valve) during retrieval and/or was excessively manipulated during retrieval, causing the valve to dislodge distally from the balloon. Available information suggests that patient/procedural factors (interaction with patient anatomy and/or excessive manipulation during device retrieval). However, due to unavailability of relevant imagery or the complaint device, a definitive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.